Manufacturer narrative:
(B)(4) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Three days after implantation, loss of ventricular capture was observed independently from the programmed polarity or pacing amplitude. Reportedly, sensing and impedance were stable. An x-ray exam confirmed that the lead was correctly positioned on the septum. One month later, no improvement was noticed. During the follow-up, the pacing spike were visible on both iegm and suface ECG. And high voltage pacing triggered pectoral stimulations but no ventricular contraction.